Event description:
Additional information was received from the consumer 2019-08-06 it was reported it was reported that following the mva, the patient has not been able to recharge at all. The battery pack was at the level of the fracture. The patient's spine was not a surgical candidate due to multiple issues. Prior to the issues of the last year, the stimulator was giving the patient some increase in pain management. The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that caller stated the patient's ins is dead. The caller has attempted to charge the ins multiple times, but the ins will not charge and the patient cannot communicate with the ins. The caller is inquiring if the patient is eligible for a lumbar MRI. The caller stated the patient had an MRI scan done before and it was confirmed that she was full body eligible. The caller was redirected to follow up with the patient's healthcare provider (hcp). No further complications were reported. No patient symptoms were reported. Additional information was received from the consumer (B)(6) 2019. It was reported the cause of the dead battery and being unable to charge was not determined. The patient was in an mva and fractured their back at t-12. They were unable to tolerate recharging. It would not work or charge at all. The issue had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-10-07. It was reported the x-rays were negative. An overdischarge confirmed. The battery was trickle charged, charged and reset. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturing representative. Patient indicated her battery doesn't work. The patient was involved in an automobile accident a year ago and her scs system has not worked since. No diagnostics were performed to date. The patient was instructed to call her pain physician for and schedule an x-ray after the x-ray, the rep will meet to see if they can trickle charge the battery. No follow appointment with the doctor has been scheduled. Hcp had no further information. No further complications were reported.